Event description:
In 2009, customer reported three (3) false negative urine results. This is a professional test that patient was allowed to run so, customer cannot vouch whether or not proper procedure/technique was used.

Manufacturer narrative:
Control lot: 25miu/ml hcg urine control, lot: hcg090107-01, 100miu/ml hcg urine control, lot: hcg081008-01, 240.0iu/ml hcg urine, lot hcg081231-01. Summary of results: the retention devices meet oc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 240.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed. Nothing abnormal found in batch review, and the product number, product description and lot number were verified. No corrective action required as no product deficiency was established.